Event description:
During a minimally invasive maze procedure, pvi was performed on the right side using an isolator synergy clamp - emr2, eight (8) ablations were applied. This was followed by performing the 'floor' part of the box lesion using a coolrail - mcr1 device. Subsequently, while performing the 'roof' part of the box lesion, the patient converted spontaneously to normal sinus rhythm and then 10 seconds later, the surgeon observed some bleeding. The patient was placed on bypass and a right-sided mini-thoracotomy was performed. The bleeding was noted to be localized at the antrum anterior to the right pulmonary veins, directly at the area of the ablation lines. It was reported that the bleeding site was very small and the bleeding was "slow". Bypass was achieved "without rush", the bleeding site repaired, and the procedure was completed. It was also reported that the device electrodes were not cleaned between each of the eight (8) ablations performed. A cryo-ablation probe - cryo2 was opened and used to complete the procedure. Immediately after the procedure the patient was listed in stable condition and was expected to make a full recovery.

Manufacturer narrative:
(B)(4). The device was recently returned for evaluation; however, analysis is still in progress. Information will be supplemented upon completion.